Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure. It was noted that the patient showed continuous low flow alarms and the flow started to trend downward in the event graph.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure.

Manufacturer narrative:
Section d6b: date of explant was inadvertently included in the initial report but is not applicable for this event. Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome due to multi organ failure could not be conclusively established. Review of the submitted log file found that the pump operated at the set speed without issue. Sustained low flow alarms were captured on the day of the reported patient outcome, 15feb2022. The system appeared to be operating as intended. (B)(6) would reportedly not be returned for evaluation. It was reported that the patient outcome was not considered to be device related, and the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23aug2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.